Manufacturer narrative:
The quattro catheter involved in the reported complaint was not returned to zoll for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The quattro catheter (lot # unknown) was placed into the patient's left femoral vein by an experienced physician to provide ivtm treatment. The insertion was smooth. Per the reporter, no other catheters were placed into the same vein. The patient's body temperature at the start of ivtm therapy was measured at 34.7°c. The patient was rewarmed from 33.0 °c with a warming rate of 0.3°c per hour for about 12 hours. After 37 hours of the treatment, the rewarming of the patient was completed when the console generated an "air trap" alarm and the nurse noticed blood backing up in the start-up kit (suk) tubing. A catheter leak and the infusion of the 200ml of saline fluid were suspected. The quattro catheter was not replaced as the patient was in the normothermia phase. Per the reporter, the console is functional after displaying an "air trap" alarm as the console stopped correctly in stand-by mode after the alarm was displayed. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint about the quattro catheter (lot # 158358) leak was confirmed. During the functional leak test, a pinhole leak was observed at the distal end of the medial 2 balloon. The probable root cause of the pinhole leak was due to a latent material defect. The customer followed the IFU and did not replace the saline bag prior to the leak investigation. A visual examination of the returned catheter was performed and found no physical damage to the catheter. Dried blood residue was observed in the balloons and the luered tubings. Functional testing of the returned catheter was performed. All infusion ports were flushed without resistance. The catheter was connected to a pressurized inflation device for one minute, the balloons were fully inflated when pressurized up to 100 psi. Immediately upon pressurizing the catheter, a pinhole leak was observed at the distal end of the medial 2 balloon. Thus, confirming the customer complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no similar complaint reported for the quattro catheter with lot # 158358.

Event description:
The quattro catheter (lot # 158358) was placed into the patient's left femoral vein by an experienced physician to provide ivtm treatment. The insertion was smooth. Per the reporter, no other catheters were placed into the same vein. The patient's body temperature at the start of ivtm therapy was measured at 34.7°c. The patient was rewarmed from 33.0 °c with a warming rate of 0.3°c per hour for about 12 hours. After 37 hours of the treatment, the rewarming of the patient was completed when the console generated an "air trap" alarm and the nurse noticed blood backing up in the start-up kit (suk) tubing. A catheter leak and the infusion of the 200ml of saline fluid were suspected. The quattro catheter was not replaced as the patient was in the normothermia phase. Per the reporter, the console is functional after displaying an "air trap" alarm as the console stopped correctly in stand-by mode after the alarm was displayed. No consequences or impact to the patient.